Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer inadvertently set the pump's carbohydrate ratio setting incorrectly. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with inputting the correct setting.